Manufacturer narrative:
An investigation is currently underway. No device is expected for evaluation. A follow-up report will be submitted, when the investigation has been completed.

Event description:
It was reported to tyco healthcare/kendall on 08/10/2006, that a customer had a problem with a dialysis catheter. On september 14, 2006, additional detail regarding the complaint was received, at which time, it was determined that the event was MDR reportable. The customer states, the clamps used to lock the silicone extensions were not locking properly. The dialysis catheter was removed and replaced.